Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that an asymptomatic patient presented in clinic with a device that was post paced t wave oversensing on the ventricular channel. The patient did not received inappropriate therapy. Programming changes were made. When post paced t wave oversensing occured again on the ventricular channel, further programming changes were made. The device remains implanted. No adverse consequences to the patient were reported.